Event description:
It was reported that during a rescue attempt a device indicated that service was needed. The device was not used. Another defibrillator was available and was used. The patient is reported to have not survived.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Based on the evaluation, it was determined that foreign material contamination created a service message. The investigation also determined that the device was operational and could have been used to deliver therapy and that service/maintenance of the device was not followed according to the manufacturer's recommendations.